Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no damage was identified on either the pipeline or the phenom. The cause of the event was not determined. The pipeline failure to open in the distal end of the device. The pipeline had not been placed in a vessel bend when it failed to open. Multiple additional steps were taken in attempt to open the pipeline device like retrieval and push-pull maneuver.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a right carotid artery aneurysm. The surgeon selected a shield dense mesh stent. After the access was established, the stent was delivered to the ipsilateral m1 segment. About 7¿8 mm of the stent tip was exposed, and after waiting for approximately 10 seconds, the tip did not open. The stent was further deployed by about 12 mm, but the tip still could not be opened. The surgeon attempted to retrieve and redeploy the stent, including shaking and push-pull maneuvers, but the tip still failed to open. Adjustments to the microcatheter tension also did not resolve the issue. The stent was then removed from the body, and it was found that the tip could not open. Concerned about possible damage to the stent catheter, both the stent and catheter were replaced together, and the surgery was completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery aneurysm with a max diameter of 7mm and a 8mm neck diameter. Landing zone: distal: 4.5mm and proximal: 5.2mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 6mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed an intracranial aneurysm ancillary devices include a silver snake guide catheter and phenom 27 microcatheter.